Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged stuck button alarm on event date june 08, 2022.the pump passed the displacement test, however, unit failed self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons function properly. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. A insulin pump error was observed during self test on october 18, 2022 08:33:09.000 and a reoccurring insulin pump error was observed during testing due to moisture damage. The power management tool confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board 1, the pump was monitored and pump continued to alarm for insulin pump error. Device was cut open to perform visual inspection and found moisture damage on electrical board, the force sensor and the connector. Pump passed the keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, battery tube threads - cracked, broken bet clip rails and cracked retainer. A stuck button alarm did not occur during testing and none were found in the history file; stuck button alarm not confirmed. Alarmed during self test due to moisture damage on the connector. Insulin pump error was confirmed due to a connector resistance issue with the j6 connector on electrical board 1. Moisture damage noted on electrical board 1 and 2, the force sensor and the j6 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.